Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. Customer's blood glucose (bg) level was 202 mg/dl. An infusion set change was performed resolving the air bubbles. A correction bolus was delivered to address bg. Additionally, the customer had used the cartridge with humalog insulin for more than 2 days. Tandem technical support educated customer regarding cartridge/insulin labeling.